Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the continuous glucose monitor error issue could not be verified.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.